Manufacturer narrative:
(B)(4).

Event description:
It was reported during implant, a pericardial effusion occurred due to difficulty positioning the lead. Reportedly, an echo was performed confirming the issue. Subsequently, the exudate was extracted and the procedure was ended with the lead in good position and normal measurements. The patient was in stable condition.